Manufacturer narrative:
The device was received fully deployed. The device completed first and second primes in an expected number of pulses. No damages were observed to the device that would result in it deploying early. The cause of the reported event could not be determined. A rotational sensor malfunction was observed in the data. This malfunction did not affect the device's time of deployment. The device was reset and rerun; the rotational sensor malfunction was not repeated in the rerun data. The cause of this malfunction could not be determined. Contamination was observed on the commutator cap. It could not be determined if this resulted in the rotational sensor malfunction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.